Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A manager reported that during an intraocular lens (iol) implant procedure, the lens was noted to be defective. There was no patient contact with the iol and the procedure was completed with a new lens.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. The iol was returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on some areas the iol. One haptic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint - defective. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).